Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment due to open saline clamps during treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The pt typically has a low hemoglobin level according to dialysis nursing staff and received 2 units of blood on (B)(6) 2011, 6 days after this event. The pt's current epogen dose is 13,000 units weekly and will not be increased due to medical reasons. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air in the cartridge. The alarm is attributed to the operator not closing the saline clamps as instructed in the user's guide when starting treatment. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No add'l info will be provided.